Event description:
Broken pump block and intermittent power loss while plugged in.

Event description:
Device history record was reviewed, no event linked to the reported issue was observed. Device log was reviewed, no error or issue linked to the reported event was found. The reported device was originally received in lake zurich for a v1.9b software upgrade. After looking through the history log, a pm notification then a repair notification was initiated as they were needed. The intermittent power loss was found during the pm process and was not reported by the customer. Nothing was noticed during external visual check. Internal check found the pump block damaged likely due to mishandling. Also the kit volumat square 2 ac cord pins was found unsoldered which is at the origin of the intermittent power loss described in the complaint. The defective part was sent to brézins for further investigation. During visual inspection, it was confirmed that the socket was not soldered with the mains board and confirms the issue with power loss. A CAPA has been created for this issue and a corrective action has been implemented in july 2017 (after the manufacturing of the reported device). A control of the presence/absence of soldering is performed with an automatic inspection by a camera. Therefore this kind of issue is no longer possible. This complaint is valid for intermittent power loss but not valid due to misuse for the broken pump block. No patient involvement as reported event was found during maintenance. The trend is normal and reported risk is lower than estimated risk.